Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On (B)(6) 2012, pd therapy was stopped and hemodialysis was initiated. The reason for stopping pd therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown, but the nurse stated it might be due to a bowel leak. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin. The patient was still hospitalized. The cause of peritonitis was not break in aseptic technique. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12d09066 and h12g23052. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.